Event description:
It was reported that early motion by the patient caused the screw and nail to break. The hardware was removed and the patient healed. This is report 1 of 2 for file (B)(4).

Manufacturer narrative:
Upon further review of the complaint, it was determined the complaint is not reportable due to: does not meet the definition of an MDR reportable event. It is not likely to result in patient harm, the need for additional medical or surgical intervention. The MDR report ability status has been updated to: does not meet the definition of a reportable event. Synthes is retracting medwatch report: #1719045-2014-00026. Device was used for treatment, not diagnosis.

Manufacturer narrative:
This device is intended for treatment, not diagnosis. (B)(6). A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as no product was received for evaluation. Placeholder.